Manufacturer narrative:
B5: add the product description of the access set as: clearlink system continu-flo solution set. D4: the customer reported two suspect lot numbers: lot r23a30086, (expiration date 01/30/2025, manufactured 01/31/2023) or r22e07079 (expiration date 05/09/2028, manufactured 05/10/2022). G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a separation of the tubing from the y-site in the upstream part. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the two suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lot.s should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6) e1: additional initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set separated from the y-port junction which resulted in a fluid leak. This issue was discovered during magnesium replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.